Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 498 mg/dl at the time of incident and did not feel okay to trouble shoot. Customer's other relevant blood glucose level was 510 mg/dl and 456 mg/dl and treated with 10 unit of insulin. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.